Manufacturer narrative:
Returned assortment was partially opened and contains three unused files. The three others files are in loose and have been analyzed. One of them is bent at the tip of the active part (file 015), the two other instruments are broken in the active part (files 020 and 025 - fatigue). No material defect was found during analysis of the rupture patterns or the damaged area. No unused files 015, 020 or 025 are available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a nitiflex file separated during use. The separated piece was not retrieved.